Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, g3, h1, h2, h6, h10 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. This device is used for treatment. No compatibility issues were noted. A review of complaint history was assessed for three years prior to the notification date and identified (6) total complaints about item 650-1058 (including initiation complaint).there were (0) additional complaints against the lot 622630. Complaints continue to be monitored through trending and pms reviews. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly.

Event description:
It was reported that the patient was revised due to recurrent dislocations.

Manufacturer narrative:
(B)(4). Initial report. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. Associated products: medical product: neutral liner 40 mm i.d. Size mm for use with 60 mm o.d. Size mm shell, catalog #: 00885101440, lot #: 62861411 medical product: shell with multi holes porous 60 mm o.d. Size mm for use with mm liners, catalog #: 00875706002, lot #: 63134517 medical product: cer option type 1 tpr sleve +6, catalog #: 650-1068, lot #: 192500 the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was revised due to recurrent dislocations